Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ testing showed some affected channels. There has been no noticeable change in hearing with the device, per recipient's grandmother. However, communication is limited due to autism. Last year, the recipient had a period when over several months she purposely hit her head, although the grandmother is unaware of any direct blows to the implant area. The recipient was re-implanted.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
In situ testing showed some affected channels. There has been no noticeable change in hearing with the device, per recipient's grandmother. However, communication is limited due to autism. Last year, the recipient had a stage when over several months she purposely hit her head. The grandmother is unaware of any direct blows to the implant area. The recipient is following up with her surgeon to discuss re-implantation. No date has been set yet.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed some affected channels. Patient had a stage last year when over several months she purposely hit her head. The family is unaware of any direct hits to the implant area. There has been no noticeable change in hearing with the device, per recipient's family. However, communication is limited. Re-implantation is being discussed.